Event description:
During evaluation of a returned novum iq large volume pump, it was observed that ac power cord was unable to be plugged into the pump ac connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, it was observed that the ac power cord was unable to be plugged into the pump ac connection as the plug was misaligned. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of this issue was a misaligned power cord. To resolve this issue, the power wiring harness required replacement. Should additional relevant information become available, a supplemental report will be submitted.